Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the cassette had no fluid air exchange and no system message was displayed during a vitrectomy procedure. An alternate pack was obtained to complete the procedure. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One 25+guage (ga) 10k cuts per minute (cpm) probe manifold was returned. The probe manifold is a cutting device that does not have fluid air exchange function. The cassette and the infusion manifold, that provide fluid air exchange function, was not returned with the sample. It is important to remind the customer to return the components associated with the reported event for a full evaluation. The root cause of the customer's reported event cannot be determined with the current information/sample provided. As the cassette and infusion manifold were not returned, their functionality could not be confirmed. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).